Event description:
It was reported that, "the subject is enrolled in the triathlon ts study. Subject required a revision knee replacement to a right triathlon ps component implanted in 2005 due to subsidence and loosening of the components."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.